Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Clinical info reviewed. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event. This pt expired during treatment, and incidentally, the machine failed the uf pump test by 0.006 ml per stroke. This will total approx 87 cc add'l uf from the prescribed volume in the 3 hours of treatment. This is not clinically significant and did not cause or contributed to this event. The accepted margin of error in uf is 50 cc plus or minus per hour, technically, the ultrafiltration achieved by this machine was still within specs. The event reported on this pt involves five separate products and associated with mdrs # 1713747-2014-99974, 00265, 2937457-2014-00898, 8030665-2014-00453, and 3005162618-2014-00006.

Event description:
It was reported by the dialysis clinic that the pt was on dialysis for about 3 hours and he was found unresponsive. CPR was initiated and the emergency medical services ems, was called. The pt was given 500cc of saline, and cardioverted x2 prior to ems arriving. Pt wife was present and the decision to end the life support effort was made.